Manufacturer narrative:
Remunity pump (B)(6) was returned to millyard advanced medical products, llc, for evaluation on 21-oct-2025. A test delivery was performed without issue, and pump (B)(6) functioned within specification. The remunity remote paired with (B)(6), as well as remunity pump (B)(6), which were associated with the reported event, were not returned and therefore could not be evaluated for the reported issues. No further information related to the reported event has been made available to millyard advanced medical products, llc, to support further investigation.

Event description:
An initial notification of an interruption in therapy was received by united therapeutics drug safety on 02-sep-2025 from accredo specialty pharmacy and forwarded to millyard advanced medical products, llc, on that same day. The patient reported that the remunity remote paired with remunity pump (B)(6) would not power on. The patient was instructed by accredo on-call support to switch to their backup remunity pump, (B)(6). The patient admitted to not having used their backup pump for some time and received a pump failure alarm upon attempting to attach a cassette. According to accredo, it is unknown if the patient attempted to pair remunity pump (B)(6) to the remunity remote in use with remunity pump, (B)(6), to continue remodulin therapy. However, replacement pumps were ultimately couriered to the patient. No components or further information related to the reported event have been made available to millyard advanced medical products, llc, for additional investigation.